Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field engineer spoke to the customer about checking the clutch after a power cycle. The customer did a hard power cycle and tested the clutch and performed another case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected part. It can be resolved by power cycling the system, if necessary.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, intuitive surgical inc. (Isi) rep. Reported to technical service engineer (tse) that the instrument clutch button was not working. The customer tried to extend clutch and quick clutch and nothing would happen. The customer undocked the arm and tested grab and go clutch feature and that worked as expected. The customer was continuing with the procedure using arms 1,3, and 4. After the case is completed the caller will try to do a hard power cycle and retest the clutch. The procedure was completing as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the surgeon continued and completed the procedure on da vinci. The surgeon did not use arm 2 and said could complete the case with 3 arms. No further patient information available. After procedure did a hard cycle restart, and the system worked fine. Next procedure went fine without issue.